Manufacturer narrative:
This report is submitted on september 29, 2022.

Event description:
Per the clinic, the patient experienced performance decrement and it was reported that open and short circuits were noted on nine electrodes. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
The device was explanted on (B)(6), 2023. The patient was reimplanted with another cochlear device during the same surgery. This report is submitted on (B)(6), 2023.

Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on may 11, 2023.